Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred when changing the supplies on the pump. Customer's blood glucose was 176 mg/dl. It was confirmed that the customer had manual injections and long acting insulin available as alternate insulin therapy.